Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and observed an irrigation issue (device used on patient). During first mapping, the pentaray nav catheter was okay and could be flushed. However, during remapping, suddenly there was no water coming out from the irrigation pathway of the catheter during flushing. The solution was changing with the new catheter and there was water coming out during flushing. No patient consequence reported. Additional information was received. Pressure bag pumped to 300 mm/hg was used. There was no error message. Visually inspected and no water dripping out of the pentaray nav catheter before inserting to patient body. Steps taken to resolve the irrigation issue was tried to increase the pressure bag pressure to 400 mm/hg. Disconnected the tubing and flushed. Verified saline flow but no saline was dripping out of pentaray nav catheter after connected to the pentaray nav catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 08-may-2026, noted a correction to the 3500a initial under h4. Device manufacture date. It should have been processed as 24-sep-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).